Event description:
It was reported that following laparoscopic cholecystectomy a suture broke and just blow the knot. The pt underwent a second operative procedure to correct the suture line and is reportedly doing well. The surgeon had utilized an interrupted suture method, and only one suture broke.